Event description:
During a routine fu the threshold was found to be very high. Chest x-ray was done and the physician thinks that the root cause of the finding was lead perforation. This rv lead was explanted and new rv lead was implanted.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data showed the finding rv threshold above limit as well as a failed threshold test on july 24, 2024. The mentioned x-ray images were not available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.